Manufacturer narrative:
Per the user guide: avoid submerging your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid ingress.

Event description:
It was reported that the customer submerged the pump in water for 1 hour. The wake button was unresponsive and the customer received a button alarm. Customer¿s blood glucose was 183 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.